Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30930. It was reported that during the patient's ipg replacement (related manufacturer reference number 1627487-2020-24095) on (B)(6) 2020, intraoperative testing revealed multiple impedance issues on the leads. In turn, both leads were explanted and replaced during the same surgery. Post-operatively, stimulation therapy was restored.